Manufacturer narrative:
The used anterior pak was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The small parts tray (smpt) was returned. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette and handpiece without any interference. The sample was tested using the system console with the current software procedure. The sample could prime and tune with the ultrasonic handpiece, the 0.9-millimeter (mm) aspiration bypass system (abs) tip and returned infusion sleeve successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No message code appeared on the screen. No bubble or air leakage was observed from the returned cassette, manifolds, connectors, and components. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality within specification. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the surgeon found that the cassette could not pass the test and it was found that the cassette was leaking before performing cataract surgery without intraocular lens implant (iol) on the right eye. The surgery was completed after replaced the pak with a new one. There was no other abnormalities. The patient returned smoothly to the ward after completing the surgery.